Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 double roller pump gave a motor control failure error message during service. There was no patient injury.

Manufacturer narrative:
Livanova received a report that an s5 roller pump gave a motor control failure error message while in service. There was no patient affected. The technician has ordered the hms and hmf boards, which are to be replaced to fix the issue. The involved double roller pump was manufactured in 2013 and according to the analysis of the complaints database no further similar events have been reported in the past. If pertinent additional information will be discovered, follow-up report will be provided.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, motor control board and motor power amplifier board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the investigation performed for similar events, the reported error code could be due to: occlusion set too strong by the customer (user error); wrong tubing size set by the customer (user error); rotor blocked by a foreign object (user error). Defective boards. Taking into account livanova technical service intervention and the manufacturing year of the involved pump (2013), it cannot be ruled out that an electronic deviation of the involved boards resulted in the event complained by the customer. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.